Event description:
The information provided to sjm indicated the patient had a 21 mm sjm biocor valve implanted on (B)(6) 2012. The patient developed severe calcific aortic stenosis, increased gradients (45/60 mmhg) across the aortic prosthesis, concentric left ventricular hypertrophy, and diastolic dysfunction revealed via echocardiogram. The patient also developed a cough and syncope. The valve was explanted on (B)(6) 2013, and replaced with an sjm mechanical valve (model: 19a-101; serial: (B)(4)).